Manufacturer narrative:
All buttons functioned properly and no damage on the keypad assembly was noted. Inspected the keypad connector on lcd and no unlocked keypad connector was noted. The pump was received with minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the buttons was not responsive. The customer's blood glucose was unknown at the time of incident. The customer stated that the buttons were sticking. The insulin pump will not be returned for analysis.